Event description:
The customer received a blood glucose reading of 300mg/dl on the contour next link. He felt shaky, so retested on a different meter and the reading was 78mg/dl. He ate something and felt better. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter test strips were sent to him.